Event description:
Additional information received identified the patient's scs ipg was inoperable because it had not been charged in approximately two months. Reportedly, the patient's physician removed the patient's entire scs system.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving any stimulation therapy from the scs system. Reportedly, the patient was scheduled to have the scs ipg replaced.